Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery, placed it in the device, and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's surepower ii battery was removed and returned. The customer's report was observed during review of the battery's history and device activity logs. However, the reported problem could not be duplicated with the battery in the test device. Review of the logs does show occurrences of the customer's report. However, root cause could not be confirmed without evaluating the customer's device. It is important to mention zoll medical corporation recommends having a fully charged spare battery on hand at all times. Analysis for reports of this type has not identified an increase in trend.